Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm and when she attempted to deliver a bolus shot, customer received a no delivery alarm. Customer's blood glucose was 247 mg/dl. Customer is in thailand studying abroad and does not have a back up plan. Insulin pump would need to be replaced. No further information provided.